Event description:
Broken synthese plate and non union of bone graft. This report was prepared pursuant to the requirements of the smda, is in admissable as evidence, and is not an admission of liability.